Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -11.00/+1.5/097 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted due to excessive vaulting. The reporter indicated they felt the cause of the event was due to user error. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.